Event description:
A piece of the balloon from the ultraverse 014 pta dilation catheter (ref# u4150522, lot# 50111540) broke off and remains in the patient. As surgeon was inflating the balloon, the balloon burst and was caught in the site of the lesion.